Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the right ventricular (rv) lead had elevated threshold which resulted to intermittent loss of capture. The rv lead also had increased impedance measurements. The rv lead was capped and replaced on (B)(6) 2022. The patient¿s condition was stable throughout.